Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a video assisted thoracoscopic surgery with wedge resection, when the surgeon was firing to remove the diseased tissue, the surgeon was able to close the reload on the tissue, but it would not allow him to push the green button but the surgeon was able to squeeze the handle. When the rep. Examined the reload, it has the first few rows of the staples were exposed in the cartridge. Another reload was used to complete the case while the same handle was used throughout the case. There was no patient harm.